Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of dislodged grip pin related to the customer-reported complaint. The prograsp forceps instrument was found to have the grip pin dislodged at the distal end. No obvious damage to the pin was observed, and no material appears to be missing. Also, the prograsp forceps was found to have a frayed grip cable at the distal pin. The frayed cable strands stuck out at the wrist. The complaint regarding prograsp forceps damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that the end of the prograsp forceps instrument was damaged. There was no reported injury.